Manufacturer narrative:
The sheath was returned and went through sterilization with a dilator still inserted. The sheath was leak tested and failed the 15 psi positive pressure testing with the 0.140" pin gauge inserted and in empty condition, the 5 psi positive pressure testing, and the -5 psi vacuum testing with the 0.092" pin gauge inserted. The valves were inspected using microscopy, and a tear in the outer valve was observed, indicating that it was unlikely to seal properly. Additionally, it was noted that the inner valve was not sealing properly, which is likely due to the dilator being inserted in the sheath for an extended period of time during storage/shipping.

Event description:
Reportable based on analysis completed on 18mar2024 it was reported that a faradrive steerable sheath clear was selected for use to perform an atrial fibrillation. During procedure after going transseptal with the sheath and the dilator was taken out, the sheath took in a lot of air when the physician was aspirating. To solve the issue the sheath was replaced with another faradrive and the procedure was completed without patient complications. The device has been returned. However, analysis of the returned device also revealed a leak in the hemostatic valve.